Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and observed damaged to reader and usb port. The damaged reader and usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The returned reader was de-cased and placed into the reader test fixture to download log. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer reportedly received a "please contact customer service" message and was unable to obtain readings. As a result, customer experienced symptoms described as confusion, "muddled up", seizure, and a loss of consciousness. Customer performed a blood glucose test (device unspecified) and self-treated with food. No third-party treatment was reported. There as no report of death or permanent injury associated with this event.

Event description:
An error message was reported with the adc device. Customer reportedly received a "please contact customer service" message and was unable to obtain readings. As a result, customer experienced symptoms described as confusion, "muddled up", seizure, and a loss of consciousness. Customer performed a blood glucose test (device unspecified) and self-treated with food. No third-party treatment was reported. There as no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.